Manufacturer narrative:
Controls were within range prior to the event. A general reagent or analyzer problem was not present. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of alarm trace data did not show any relevant alarms on the day of the event. An instrument check performed by the field service engineer was within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The ft3 reagent lot number was 88587403, with an expiration date of 31-oct-2026. The ft4 reagent lot number was 93635302, with an expiration date of 31-mar-2027. The vitamin d reagent lot number was 91126503, with an expiration date of 31-jan-2027. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple analytes on a cobas e 801 analytical unit. The customer provided examples of three patient samples with discrepant results. Results for the following assays were affected: elecsys ft3 iii, elecsys ft4 IV, and elecsys vitamin d total iii. The first sample initially resulted in a ft3 value of 4.76 pmol/l and it repeated as 14.6 pmol/l. The second sample initially resulted in a ft4 value of 18.4 pmol/l and it repeated as 41.9 pmol/l. The third sample initially resulted in a vitamin d value of 53.9 nmol/l and it repeated as 247 nmol/l.